Event description:
It was reported that pump displayed malfunction alarm malf 0 with associated fault ID and caller declined to provide information about any impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised caller to continue using pump and to call back if malfunction alarm returned.